Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the case involved a pretty straightforward lesion in the mid left anterior descending artery (lad). A mini vision 2.0 x 12 mm was successfully deployed in the mid lad. Once that lesion was opened up, the distal area did not look good, so an attempt was made with a mini vision 2.0 x 08 mm to go distal through the stent deployed in the mid lad (not planned); however, it would not cross. The mini vision 2.0 x 08 mm was then removed from the pt and guide wires were changed. As the device was going to be reinserted, the technician asked the physician if the stent was on the device and the physician thought it was. The device was therefore, reinserted into the pt and thought to be deployed and then post dilated. Upon taking a look at the vessel, the stent was observed floating at the mouth of the guiding catheter. The stent must have dislodged upon the first cross attempt and upon removal from the pt. The stent was retrieved with a snare device and the pt was fine. No add'l event or pt info is available.